Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, stent damage was observed. During preparation of the 3.00x12 mm taxus liberte drug eluting stent, the physician observed the stent struts, on the distal portion, were raised. The device had no contact with the patient. The procedure was completed with another taxus liberte drug eluting stent. No patient complications were reported. Patient status reported as "good". This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
As of the date of this report, the device has not been returned for analysis.